Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All operatintg currents were within specifications with no blank display or audio/beep anomaly noted.

Event description:
Customer reported that her insulin pump has been experiencing unexpected restart alarms and audio/beep anomaly. She stated that the insulin value on screen suddenly resets to zero value when the reservoir still has insulin. She complained about alarms showing two days ago and now again. She stated that the insulin pump beeps while having a blank display on screen and has to remove battery to stop it. During the trouble shooting, the alarm history was reviewed and alarms mentioned by the customer were found; new battery was inserted and customer stated that the device did not immediately alarm and alarms did not occur during the rewind and prime sequence. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time